Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over two (2) years, since the subject device was manufactured. Based on the results of the investigation, it is likely, the following led to the malfunction. Olympus confirmed, that an image was not displayed, because communication failure occurred, due to faulty cable. The event can be detected/prevented, by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k camera head had an image problem. The event was found at reprocessing. The patient was not under anesthesia and there was no delay reported. The procedure was completed using a similar device. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was color bars displayed in the image due to faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.